Event description:
The customer reported that the system intermittently would not make an exposure. This would result in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended.